Event description:
Additional information received per clinical assessment confirming that complete component separation accompanied the reported type iiia endoleak. In addition, the physician elected to treat the patient by re-intervening using non-endologix devices on an unknown date. No additional details currently available regarding the secondary procedure. The complaint file will be reopened if additional information is received at a later time.

Manufacturer narrative:
At the completion of the clinical evaluation and based on the information received, there was substantial evidence to support the reported event of a type iiia endoleak of the aortic components with complete implant separation. Clinical also identified a highly angulated neck and iliac artery, suggesting possible aortic remodeling. The procedure-related harms and device, user, procedure, or anatomy-relatedness of this event could not be determined due to a lack of comparative imaging. The final patient status is unknown post secondary endovascular procedure with a non-endologix device. The manufacturing lot review confirmed all devices met specifications prior to release. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety. Device iteration is afx with strata.

Manufacturer narrative:
The device will not be returned for evaluation. A follow-up report will be submitted upon completion of investigation.

Event description:
The patient was initially implanted with an afx bifurcated stent graft to treat an abdominal aortic aneurysm. Approximately seven (7) years post initial implant during review of a patient's follow-up CT scan revealed a type iiia endoleak. The patient is not eligible for a secondary procedure due to anatomical factors. The physician will review other treatment options with the patient including the possibility of an open repair. No further additional information or patient sequelae has been reported at this time.